Event description:
Following an interventional procedure the user made two attempts to close the femoral puncture site with abbott perclose devices; both attempts were unsuccessful. An angio-seal device was then deployed successfully. Shortly following the procedure the pt developed an arterial occlusion. The physician stated that a large piece of dense plaque was removed surgically at that time, along with the angio-seal device. No info is available regarding the pt's medical history or what type of interventional procedure was performed prior to use of the angio-seal device. The pt is recovering without consequences.